Manufacturer narrative:
The local area representative was contacted to obtain additional information. No new information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high left ventricular (lv) threshold measurements were observed two years ago. A lv lead dislodgement was suspected. At that time, the physician increased the device outputs, which successfully resolved the issue. Recently during a device replacement procedure for normal battery depletion, the lv lead still exhibited high threshold measurements, however, was left in service with the new device. No adverse patient effects were reported.